Event description:
It was reported that the user experienced elevated glucose readings on the ilet, and troubleshooting and education were provided to address hyperglycemia of unclear cause. Symptoms included high blood glucose. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included review of the event description and device use, with standard troubleshooting steps completed. Investigation of this case revealed no confirmed device malfunction or component failure, and no device-related performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.